Event description:
It was reported that the procedure was to treat a moderately tortuous, acute angle cirucmflex lesion. A 3.0 x 18 mm xience v was difficult to advance to the lesion. The stent implant was deployed; however, there was difficulty deflating the balloon. The inflation device was removed and a 20 cc syringe was used to deflate the balloon; although it took longer than usual to deflate. The balloon did fully deflate and there was no resistance removing the catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The difficulty to deflate was confirmed. The resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.